Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and it broke in half during implantation. The lens was implanted and removed without pt injury. The model and lot number of the cartridge and injector were not specified by the facility.